Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a non-vantive qualified technician. Inspection did not identify any abnormalities that could have contributed to the reported condition. The machine was back in service. A review of the machine log files confirmed the multiple occurrences of the alarm t1043 "lls chamber missing". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up and after starting a continuous renal replacement therapy (crrt) with a prismax machine, multiple alarms were triggered. The treatment was ended without the extracorporeal (ec) blood being returned to the patient. The patient required a blood transfusion. No additional information is available.